Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch #837c59. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and swing tab in the opposite side of its home position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. However, 2 staples were noted to be missing along the staple line, this staples do not created a fluid path. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 837c59, and no non-conformances were identified.

Event description:
It was reported that during open surgery, while intestinal transection, the trigger did not move at all. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.